Event description:
The customer reported that the instrument closed but would not release like it should. There was no injury to the pt. The site was contacted and noted that no further information will be available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.